Event description:
It was reported that the patient presented to the clinic for lead replacement due to the rv threshold could not be captured and impedance had increased. On (B)(6) 2022, the lead was capped and replaced without difficulty. Patient was fine and tolerated procedure well.